Event description:
This report cites eight incidents of leaking infusion sets during pain treatment. Each incident is associated with one device catalog number. The incidents were reported to the MFR by a single distributor. The distributor has not identified the hosp that alleges the malfunction. There is no report of injury to any pt.